Event description:
Per received report: this coil was difficult to advance in the microcatheter, never was advanced into the patient. Coil stretched when removing the coil. This was the 2nd coil being advanced. The subsequent coils all advanced w/o incident. Additional information received from the affiliate indicated the physician advanced the total length of the 1st deltamaxx coil into the aneurysm successfully. Then he decided to pull it out and reposition it. He pulled most of the coil out of the aneurysm. He then re-advanced the 1st coil again into the aneurysm and detached it. The second coil which was also a deltamaxx and was the coil that was difficult to advance. There may have been clot in the catheter due to the first coil being repositioned that caused the 2nd coil to meet resistance. Every other coil placed went just fine. The procedure was completed with no patient injury reported.

Manufacturer narrative:
After insertion and detachment of the first deltamaxx in the internal carotid artery side wall aneurysm, there was difficulty during the initial advancement of the 12x42 deltamaxx sr platinum 18 system into the headway microcatheter (mc). The coil was never fully advanced into the mc and the coil stretched when removing it. The coil was safely withdrawn and the subsequent coil (another same size deltamaxx) advanced without difficulty. The total length of the first deltamaxx coil was advanced into the aneurysm successfully and after it was withdrawn from the aneurysm for repositioning and re-advanced, it was detached. It was reported that there may have been clot in the catheter due to the first coil being repositioned that caused the 2nd coil to meet resistance. The vessel tortuosity was low. A total of 8 coils were implanted and there was no resistance with the first coil or any of the other implanted coils using the same mc. The procedure was completed with no patient injury. The coil was returned completely stretched except for the distal 4mm off the ball tip. There was a copious amount of dried contrast and protein found adhering to both the ball tip and at the location where the coil stretching began. The device positioning unit (dpu) was found severely buckled and twisted at 3mm from the distal tip. The proximal end of the coil was unraveled out of the soldered section. The stretch resistance suture was severed. Both sides of the v notch of the resheathing tool were severely damaged caused by contact with the sheath. This contact can produce a binding action between the dpu and sheath which can cause coil damage. Based on the presentation of the returned device, it appears that excessive external force contributed to the multiple sections of damage found on the returned microcoil system. The instructions for use outlines the recommended resheathing steps along with a diagram. It also cautions that if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm). The evidence strongly suggests that distal interference was likely the primary factor contributing to the difficulty advancing the coil inside the microcatheter. This distal interference most likely caused the coil to be anchored resulting in the stretching of the coil during removal. It is likely that this distal interference was due to the dried contrast and protein within the microcatheter lumen. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ''to achieve optimal performance of the micrus microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained.'' The IFU further diagrammatically illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems. It is further cautioned in the IFU that ''if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system.'' It is cautioned that if the micrus microcoil system becomes immobile in the infusion microcatheter, apply a gentle push pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. The headway 17 microcatheter passed inspection and functional testing with no indication of any issues contributing to the event. Based on the report that the resistance may have been due to clot within the concomitant delivery catheter and the analysis of the returned device, it appears that procedural factors related to maintenance of a flush through the catheter as outlined in the IFU contributed to the resistance during insertion of the coil system resulting in the stretching of the coil. The timing of the damages noted on the positioning unit and resheathing tool as related to procedural use cannot be determined; however, these appear to be due to excessive external force. There is no indication of any device manufacturing issues related to the reported events or condition of the returned devices; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.